Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation upn: m365sc43160; model: sc-4316; batch: 27083431.

Event description:
It was reported that the patient was feeling static on sub perception programming. The patient had a reprogramming and database analysis confirmed high impedances on the port d. The patient underwent a revision procedure wherein the ipg, linear leads and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was feeling static on sub perception programming. The patient had a reprogramming and database analysis confirmed high impedances on the port d. The patient underwent a revision procedure wherein the ipg, linear leads and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned lead was returned and analyzed. A visual inspection found the lead was cleanly cut during the explant procedure. It was confirmed that two wires were fractured at the clik anchor site from the distal end. Sc-2218-50 (sn: (B)(6)). The returned lead was returned and analyzed. A visual inspection found the lead was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead was a result of a typical explant procedure, and it was not considered a failure. Sc-4316 (lot: 27083431). The clik anchor was returned and analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was feeling static on sub perception programming. The patient had a reprogramming and database analysis confirmed high impedances on the port d. The patient underwent a revision procedure wherein the ipg, linear leads and clik anchor were replaced. The patient was doing well postoperatively.